Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined system remotely and confirmed the reported issue. After reviewing log, it found process crashed errors and flex spot unreachable and malfunction on flex viewing-pc. Philips field service engineer (fse) conducted an onsite and the root cause is the ethernet cable connecting the flex viewing pc. To resolve the problem, this ethernet cable was replaced another case and return the part for further analysis, but no failure found. After replacement of ethernet cable, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome. Evaluation method code is corrected.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.